Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: indentation at the tip of the insertion a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bending of the tip of the insertion part: external force to the tip of the insertion part caused the bending of the tip of the insertion part. Indentation at the tip of the insertion: the investigation results did not allow to determine the cause of the indentation olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a bent tip. The event occurred during a diagnostic bronchial ultrasound examination, which was completed with the same set of device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a bent tip. The event occurred during a diagnostic bronchial ultrasound examination, which was completed with the same set of devices. There were no reports of patient harm.